Manufacturer narrative:
Evaluation codes - the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's clinical development manager (cdm) contacted the customer and obtained additional information. Patient is resolved at 3 weeks. These are all mild cases, there are no cases of lift and rinse or decrease of best corrected visual acuity (bcva). Customer does not know the cause of dlk. The settings for the intralase were checked by amo's cdm. Customer had gone through every step of eliminating other sources that may be causing dlk, but the customer are still seeing it. The energy settings were determined to be good, but that is the one thing the customer hasn't tried changing. Placeholder.

Event description:
Customer reported 2 cases of diffuse lamellar keratitis (dlk). Patient with trace dlk on the right eye. Patient was treated with predforte. No flap lift and rinse performed. No loss of best corrected visual acuity. Uncorrected visual acuity was 20/15 on the right eye and 20/15 on the left eye. Patient is asymptomatic.